Event description:
A report was received regarding the tilt gears. Upon receiving additional information it was learned that the powered wheelchair went from tilt to a slam. It was reported that the end user may have been thrown from this chair, however was secured by the seat belt. No injury.